Event description:
It was reported that patient presented in clinic post procedure. It was observed that the battery longevity of the right atrial leadless pacemaker (ralp) and right ventricle leadless pacemaker (rvlp) was not displayed, and the implant date could not be entered. It was also noticed that the manufacturer date was not displayed. Diagnostic intervention was performed, and device was successfully restored from etp mode. The battery longevity of rvlp was displayed but the issue persisted for ralp. There were no patient consequences.